Event description:
Had lasik surgery (B)(6) of 2013. (B)(6), 2014 one pupil was noticed to be 4mm larger than other pupil. Have seen 4 doctors at this point. No explanation given as to why it has happened. Studies indicate other lasik users have had same experience.